Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was unresponsive. There was no impact to the customer's blood glucose level. The customer reported that the pump would continue to be used for insulin therapy.